Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow, ok and contrast keypad buttons were unresponsive. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no defect found to the keypad. All of the keypad buttons responded appropriately. The key was removed and there was no damage or misaligned contacts found. There was no evidence of keypad contamination.